Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had unexpected restart alarm. Customer¿s blood glucose was 148 mg/dl at the time of incident. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer was assisted with troubleshooting insulin pump alarmed unexpected restart alarm again after inserting of new battery. The insulin pump will be returned for analysis.